Event description:
Bed in storage area. Cause of problem unknown.

Manufacturer narrative:
Technician found the power cord and plug had no ground due to leakage. Replaced power cord to resolve this issue. Bed found in storage area.